Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was observed that the attachment device "heated up and the bearing may possibly be worn". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.